Event description:
Hoston scientific was notified that, during the procedure, prof. Had to retrieve the coil to a new position without any force in retrieving the coil. The coil broke near the detachment zone. He could not pull or push the coil anyway, he fixed the part of the coil which was outside the aneurysm with a stent. The pusher wire will be returned for evaluation.